Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using an omnipod 5 insulin pump at the time of the event. According to the reporter, on (B)(6) 2026, the patient's blood glucose (bg) decreased to 2.3 mmol/l per the controller, with no confirmatory finger-prick measurement. The patient attempted to treat the low bg with glucose gel and a glucose tube, but neither intervention was effective. The patient enabled activity mode to verify pod function, but the patient's condition continued to decline. The patient developed severe hypoglycemic symptoms including excessive sweating, inability to speak or function, cyanosis, and seizure activity before losing consciousness. It was noted that treatment was provided by hospital staff; however, no details were provided regarding patient transport, the time from symptom onset to receipt of care, or the facility where treatment was rendered. Treatment included IV therapy and later during the event, the patient received novo rapid insulin via pen (time unspecified), although the patient did not recall all interventions. The patient was discharged after 12 hours on the same day. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code - 1798- cyanosis.